Manufacturer narrative:
Lot number, UDI section, expiration date, device manufacture date are unknown, no information has been provided to date. Investigation, including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a tear in the tracheostomy tube body was found. A trach change was completed. No injury was reported.

Manufacturer narrative:
Device evaluation: three devices were received in used condition without the original packaging. Two of part number 60pfss45 and one of part number 67p040. During visual inspection tears were detected in both devices for part number 60pfss45 confirming the customer complaint. For part number 67p040, no analysis was performed as the returned device was not manufactured at the received investigation site. Since the product was found damaged during or after use on the patient the root cause could be due to improper use of the product by the customer. A device history record (DHR) review could not be performed as the lot number was unknown. No corrective actions have been taken at this time.